Event description:
It was reported that during the pump replacement procedure, the catheter could not be aspirated. The drug concentration was changed from a 20 milligrams/milliliter (mg/ml) concentration to a 13.36 mg/ml concentration. The pump was not primed on the back table. It was clarified that during a normal pump replacement due to nearing end of life. There was inquiry as to how to ¿handle¿ the old drug in the catheter. This device system delivered morphine. In addition, the patient was receiving therapy prior to surgery and the volume analysis after aspiration of the explanted pump was consistent with physician programmer interrogation of the pump. The managing physician believed the catheter is patent. It was reported that the issue was resolved at this time with no revision required to date as the patient is receiving therapy. The pump was not available for return.

Manufacturer narrative:
Product ID: 8709, lot# j10875r53, implanted: (B)(6) 2002, product type: catheter. (B)(4).